Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged unexpected pump platform (pp) reset resulting in loss of alarm history and changes to system settings. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
Unit passed self-test. All buttons function properly. No damage in the keypad assembly noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit was able to download successfully using thus software. No unexpected audio / vibrate anomalies noted on long history file download. The time and date function properly. The unit p-cap / test reservoir locks in place properly. The following were noted during visual inspection fading serial number label and broken belt clip rails. Unit was not confirmed for absences of audio/ vibrate anomalies. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.